Event description:
A physician was implanting an everflex entrust for treatment of a 150mm lesion with total conclusion in the superficial femoral artery (sfa). There was more than 50% stenosis for a further 100mm of the sfa. There was mild calcification and minor tortuosity. The device was prepped as per the IFU with no issues identified. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to the procedure. The device did not pass through a previously deployed stent. It was reported partial deployment occurred. During  deployment of the stent, after deploying 10 cm of the stent with 5 cm still undeployed the red thumb wheel and outer sheet got stuck.. The physician then opened up a sterile entrust and try to dismantle the handle which was successful and attempted the same with the damaged handle. The delivery system was broken and the physician tried to pull the wire, but it did not work. Deployment  was successful by pulling back the outer sheath by hand. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.